Event description:
Pediatric patient underwent uncomplicated ablation for wolfe parkinson white syndrome. Post op in pacu, she coughed up 3m comply sterigage steam chemical integrator. (Item is sterilization indicator and is silver on one side and green/white on the other). Pt is unharmed but it is believed that the indicator worked its way up into the laryngoscope blade and was silver side up. This report is made for awareness in case other facilities sterilized their pediatric laryngoscopes. (B)(4).